Event description:
Customer stated that the keypad of the insulin pump was not responding. Customer stated that she removed the battery, put it back in, but nothing was registering. Customer also stated that the date and time could not be entered. Customer stated that the numbers on the insulin pump's screen were ramping on their own. Blood glucose level was 153 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moving, ramping numbers, or scrolling bar anomaly noted on the display screen. The insulin pump had minor scratches on the display screen, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and missing end cap sticker.